Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error and then compromised force sensor system. Customer's blood glucose level was not reported. The drive support cap was protruded. The customer recalled pressing the cap while they were connected to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm and a33 error alarm during basic occlusion test due to loose protruded drive support disk. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing the end cap sticker.